Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported that alarms are jumping. The ventilator was being used on a patient at the time that the reported problem was discovered, however, there was no patient harm.

Manufacturer narrative:
Date rec'd from MFR: 18oct2019. The customer did not approve the quote for on-site evaluation, so no service was rendered. Although requested, the patient's information was not provided. Since no parts were replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that alarms are jumping. The ventilator was being used on a patient at the time that the reported problem was discovered, however, there was no patient harm.